Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the flickering image could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of bright/dark image was confirmed. The customer's complaint of flickering image was not confirmed. The device evaluation also found a defective video connector lock. Internal dust adhesion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the light control does not work on the video system center, and the endoscopic image is too bright or dark to be seen. It was also reported that the endoscope screen flickers violently. This issue occurred frequently even with other scopes. The issue was found during a diagnostic procedure. There were no reports of patient harm.